Event description:
Area of injection: nlf, cheeks, brow, tear troughs. The physician contacted the distributor regarding a recent case where one of his patients was experiencing unusual swelling and pain. She looked great initially, but later that day she was in horrible pain. When he saw her last night she looked very puffy and feels lumpy. He started her on benadryl at 25 mg and prednisone 60 mg twice per day. She has no allergy to sulfites or lidocaine. He is very conservative in his injection approach. He wanted to know how long this would take to resolve asked me to talk to the pt. All other pts have been fine. Update (B)(6)2010, pt had severe immediate swelling that lasted several days and caused great concern in the physician and pt. Pt has one little area by her nose that is a little thicker, but everything else is back to normal.

Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The device was not available to be returned. The batch record, including sterility testing records, was reviewed and met specifications, and did not reveal any issues with the alleged product lot.